Event description:
Caller alleged discrepant result with inr versus lab. Result as follows: inr: 2.4, lab: >10. Patient was hospitalized.

Manufacturer narrative:
In-house test of the returned meter was performed. Functional test resulted with all criteria passed. Meter memory found strip code4c58l strip last used. No accuracy discrepant data provided. Accuracy discrepant test record for strip lot# 080681 (strip code4c58l) within accuracy acceptance criteria. Product deficiency was not established. No further action required. This failure mode will continue to be monitored to determined if future corrective action is warranted. Caller did not have update on patient, but believes she was released from hospital. As of 2009, 3 discrepant results complaints have been reported for lot #080681 yielding a complaint rate of 0.001%. Due to this low occurrence rate, it is below the action thresholds monitored by qa for corrective action (>0.07%). No further action is required at this time as no product deficiency was established. On going trending shall be performed to determine if further action is warranted.